Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the instrument was partially applied and returned without the packaging. The tab at the proximal end of the instrument was broken; therefore no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. The returned sample was not found to meet specifications and the reported condition was not confirmed. This condition has been brought to the attention of the appropriate personnel. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, there were small plastic parts found inside the pouch holding the device. There was no reported patient injury or adverse event.